Event description:
The manufacturer has received a report indicating that a rep dreamstation auto CPAP device emitted a burnt rubber odor, which caused the user to wake up. The user also reported experiencing dryness in the tongue and the roof of the mouth, along with a sensation that the device extends deeply into the throat. As a result, the user feels the need to drink something to eliminate the taste. The user further stated the device burned his throat. This issue was reported to have occurred twice within the span of one month. Notably, the user disclosed that they clean the device with wipes every two months, although the user manual recommends cleaning the tubing and mask adapter by hand washing them with warm water and liquid dish soap before the first use and on a daily basis, followed by air drying. There was no report of serious patient harm or injury. There was no report of medical intervention. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.